Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10, h6. Investigation summary: examination of the returned device confirmed the reported event. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The customer reported the shapers were broken due to usage. The complaint sample consists of (1) (B)(4) g c.a.p. Hum hd shaper 52x18, lot code a0804. The lot code indicates a vendor manufacture date of august of 2004. Examination of the returned g c.a.p. Hum hd shaper confirmed breakage between the cup component and step reamer component. All pieces of the device were returned. There is wear on the cutting teeth consistent with repetitive contact with patient bone. A previous investigation found product development implemented eco# (B)(4) on (B)(6) 2009 so the assembly of the reamer will now have a weld between the cup and the step reamer to not allow any movement between the two components. The sample was manufactured prior to the change. No further action indicated. The etched lot code indicated date of manufacture in june 2006. The root cause is attributed to device design. The returned device was manufactured prior to the implementation of eco# (B)(4) on march 30, 2009 and no broader investigation or corrective action was necessary. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch:null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shapers were broken due to usage. They were worn.